Manufacturer narrative:
The device was not returned for analysis as it remains in the patient. Left parietal frontal hematoma occurred in the patient post procedure and is related to dual anti-platelet therapy. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Related mdrs to this event: 2029214-2018-00199 2029214-2018-00200 2029214-2018-00201. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a patient experienced frontal left hematoma after pipeline flex implantation. The patient underwent placement of three pipeline flex devices in the treatment of a sidewall, fusiform aneurysm located in the right, c2 internal carotid artery. The aneurysm had a diameter of 23mm and dome height of 17.4mm. The devices were noted to be implanted successfully. Three days post-procedure, the patient was discharged home. Seven days post-procedure, the patient reportedly experienced a "huge frontal left hematoma." Three days later, the patient passed away. The cause of death seems related to the left parietal frontal hematoma following an accident of anti-platelet aggregation.

Manufacturer narrative:
Medtronic received information that the cec created a new event of asymptomatic basal ganglia cerebral infarction on the right and assessed it to be non-serious. They also assessed it to be related to the study procedure and possibly related to the study device. If information is provided in the future, a supplemental report will be issued.